Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime a33 test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 187 mg/dl at the time of incident. No further information was provided.